Manufacturer narrative:
9/13/96 0910 message and 800 number left for m.d. To call back. 9/16/96 nncl sent. 9/16/96 1636 spoke to dr's private scrub, who was asked to follow up in dr's place. Confirmed the information as reported by the rep. She stated on the first firing out of the package the instrument fired but was difficult to open. Dr. Manually returned the handles and the jaws opened slowly. The instrument was reloaded and then would not close down on the tissue. It was tested outside the body and without tissue in the jaws, it would close without difficulty. The instrument was removed from the field and another was opened to complete the case. Tissue was reported as normal tissue, not edematous or unusually thick. A1,2,3,4,b6,7,d10-information not provided by user facility. H4-information not available. Based upon the inquiry information received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "would not fire" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly.

Event description:
The device was used during a laparoscopic assisted vaginal hystrectomy. It was reported the ez35w would not fire after the second firing. It appeared the instrument locked out. There was no consequence to the pt.